Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. Visual inspection was performed and particulate matter was identified at the spike. However, it was outside the fluid path and the dimensions of the particulate are considered within an acceptable range. Therefore, the reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a black stain on one of the bag line spikes of a homechoice automated pd set with cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.